Event description:
Pt received an occlusion error on his pump. He stopped the infusion and flushed all lines. He replaced the infusion and got the same error. Another tubing he went to try was collapsed in on itself in one spot so he did not use. All other tubing worked fine. Pt did not miss tpn infusion and did not report any adverse events. Reported to (B)(6) by pt/caregiver. Diagnosis or reason for use: unk.